Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Two days prior to the event onset, the patient was hospitalized for another indication. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 3rd day, discontinued) and imiren injection (250mg, per bag, discontinued) for peritonitis. Five days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from peritonitis. Pd therapy was ongoing. No additional information is available.